Event description:
A physician reported the system reinitializing during a case. The doctor also reported the system seemed to be switching on and off making it necessary to reboot. As a result, an extracapsular cataract extraction (ecce) was performed, prolonging the procedure approximately 40 minutes. There was no patient injury reported. Additional information was received from the physician clarifying the event. The doctor reported the system was set with the desired parameters prior to use. During the procedure, the system reset to the original irrigation parameters and would not perform ultrasound. The case was completed using an ecce technique.

Manufacturer narrative:
A review of the service report indicates the service request was closed because the customer preferred to perform tests with an alternate handpiece instead of having on-site system evaluation by the company representative. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event cannot be determined conclusively. (B)(4).